Manufacturer narrative:
The patient history, including history of prior stroke and chads-vasc score, is unknown. The minimum act was verified to be above 300 seconds. No heparin was administered prior to the transseptal puncture. During the pvi procedure, it was reported the catheter and sheath were inadvertently withdrawn from the left atrium into the right atrium. An sl0 sheath and an radiofrequency (rf) ablation catheter were used to find the location of the transseptal puncture to allow access to the left atrium where the pvi procedure was continued. It is unknown if cardioversion was performed after the pvi procedure. The relationship between the reported event and the pvi procedure cannot be determined, so the event is being reported.

Event description:
A report was received of occipital stroke on (B)(6) 2022 for a patient who was treated by a pulmonary vein isolation (pvi) procedure on (B)(6) 2022. The date of the stroke is not known. The patient was hospitalized on (B)(6) 2022. No additional information has been provided regarding this event.

Event description:
A report was received of occipital stroke on september 29, 2022 for a patient who was treated by a pulmonary vein isolation (pvi) procedure on (B)(6) 2022. The date of the stroke is not known. The patient was hospitalized on (B)(6) 2022. No additional information has been provided regarding this event.

Manufacturer narrative:
Date of this report has been added.